Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: hand sores and dermatitis, hives runny eyes and nose, shortness of breath, type-1 latex allery, severe emotional distress, inability to engage in normal activities, great despair, loss of enjoyment of life, and loss of earning capacity.